Event description:
It was reported that an intepro y-mesh was implanted in 2010 to treat for prolapse. Additional information received indicates that the operation had a good effect on the prolapse, however an area of mesh exposure, 5 mm x 20 mm, was found in the vaginal apex. The exposed mesh was surgically removed in (B)(6) 2010.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.